Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, it was indicate that the patient complained of pain and was revised for metallosis. It was noted that bilateral hip MRI showed small fluid collection on the right consistent with pseudotumors. Operative notes reported that the capsule was aspirated for 10cc of gray tinged serosanguinous fluid. Debridement of scar tissue was carried out. There was corrosion evident on the trunnion and within the femoral head. Doi: (B)(6) 2008; dor: (B)(6) 2021; right hip.